Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump button was more difficult to press and motor error in insulin pump. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump had grinding noise during rewind and battery cap was more difficult to press. The insulin pump will not be returned for analysis.